Event description:
Same case as MFR# 6000089-2007-01754. It was reported that 276 days after a coronary drug eluting stenting treatment procedure, the patient was treated for unstable angina pectoris and underwent a repeat revascularization. The patient was enrolled on a loading dose of clopidogrel. The left main, the proximal left anterior descending artery (prox lad) and proximal circumflex artery (prox cx) were assessed as a type c bifurcation lesion. Via classic t-stenting of the side branch first, the side branch was treated with a 2.5x20mm taxus express 2 drug eluting stent and the main vessel was treated with a 3.00x24mm taxus express 2 drug eluting stent. Final dilatation with kissing balloon. The main vessel and side branch residual stenosis was less than or equal to 30%. The patient was discharged the next day on clopidogrel, beta blockers, acetylsalicylic acid, thienopyridine antiplatelet, lipid lowering statin, lipid lowering (other), diuretics, antiarrhythmic - other, h2-receptor blockers. At 276 days post index procedure, the patient had unstable angina pectoris and underwent repeat revascularization via pci. A 90% restenosis in the distal circumflex artery was attempted to be treated. The attempt was unsuccessful due to the fact the operator could not pass a balloon catheter to the lesion. The patient was rescheduled 14 days later for a repeat revascularization. At 290 days post index procedure, the patient was admitted with unstable angina pectoris and underwent repeat revascularization via pci. A 90% restenosis in the distal circumflex artery was treated with a taxus express 2 drug-eluting stent, reducing the stenosis to less than or equal to 30%. The patient was discharged the next day. In the opinion of the physician the relationship to the device was unrelated.

Manufacturer narrative:
Device evaluation: the complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for the top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.